Manufacturer narrative:
Complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: b5: update information provided for reporting. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Event description:
10/16/2020: this complaint involves eleven (11) device, this (B)(4) captures the 10 out of 11 devices reported/received while (B)(4) captures the other 1 out of 11 devices reported/received.

Manufacturer narrative:
510k: this report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition of unable to disassemble could not be confirmed as the image did not show any issues with the instrument. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was not performed as the lot number could not be confirmed from the image. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon had to abandon using the cage and insertion instruments because of their inability to maintain a straight line. The thread that connected the silver handle to the tightening device for the cage was worn and was a weak point in the insertion device mechanism. The ratcheted or tension attachment for the cage caused a dangerous misalignment of the banana cage during insertion. Once the cage had been attached to the insertion device in the correct fashion the surgeon should have been able to insert it in a direct line with the instrument. The attachment of the cage was not able to hold the straight alignment and upon insertion the cage flexed and went into the spinal canal. It is crucial especially for mis that the cage be able to be inserted in the exact line that the surgeon placed it in. Once in the correct position of the disc space it can release the tension, the handle can move medially and can get in the desired position. Wear of the insertion device created an unsafe situation for the patient. There was a surgical delay of sixty (60) minutes. Another cage and inserter were used to complete the procedure. No fragments were generated. The procedure was completed successfully. There were no consequences to the patient. Concomitant devices reported: implant inserter sh connection (part number tft30101, lot e19di0971, quantity 1), viper prime inserter shaft (part number 286750031, lot unknown, quantity 1), viper prime inserter handle (part number 286750032, lot mf4262402, quantity 1), prime stylet depth adjustor (part number 286750041, lot mf4288302, quantity 1), viper prime insert drive tube (part number 286750034, lot unknown, quantity 1), handles (part number unknown, lot unknown, quantity 1), insertion instruments (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown cage/spacer. This is report 6 of 7 for (B)(4).